Event description:
It was reported via phone call that the customer had air bubbles in their reservoir and they could not push insulin out of the vial. Customer's blood glucose level at the time 180 mg/dl. Advised reservoir would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used reservoir, and performed testing. No air bubbles were noted during analysis. Checked the o-ring for defects, and none were found.